Manufacturer narrative:
Additional information: b5, b6, g3, h6 (imf) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the rfa (radio frequency ablation) procedure, the output cable would not connect to the output connection on two catheters. Patient had a tear in upper esophagus when trying to remove the catheter. Three clips were placed on tear to allow for healing. Customer pulled a new catheter. Patient was able to leave the hospital the same day after chest x-ray.

Manufacturer narrative:
D10 concomitant products: 90-9200, 90-9200 barrx ultra long rfa focal cath, (lot #b000002856) 90-9200, 90-9200 barrx ultra long rfa focal cath, (lot #b000003051). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the rfa (radio frequency ablation) procedure, the output cable would not connect to the output connection on two catheters. Patient had a tear in upper esophagus when trying to remove the catheter. Three clips were placed on tear to allow for healing.